Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker (programmed with atrial pacing only) had an esophagogastroduodenoscopy. It was noted that during the procedure a magnet was not used to provide asynchronous pacing. The patient experienced an asystolic rhythm. Boston scientific technical services (ts) discussed that without a magnet, the activity of placing the scope was likely sensed by the device and inhibited atrial pacing. There were no reported adverse patient effects. The device remains in service.